Event description:
On (B)(6) 2013, the patient contacted animas, alleging a display (damaged) issue. The patient stated that the display was scratched, noticed approximately 6 months ago. The patient stated he is legally blind and is unable to safely read the screen, uses the audio bolus feature to use the pump. The patient's wife is able to read the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/24/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/04/2013 with the following findings: the display lens was found to have multiple scratches. During testing, the display screen was found to be dim and discolored. A test screen was inserted and was found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.